Event description:
At 5 days from the primary, the patient heard a pop and felt pain after attending a physical therapy session during exercises that involved walking up steps. When the surgeon took x-rays, there was no evidence of a fracture but the patient felt pain, so the surgeon decided to revise. During the surgery, the surgeon found the stem a little be loose, so he revised it with a longer one and revised the head too. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 june 2024: lot 2306048: (B)(4) items manufactured and released on 27-jun-2023. Expiration date: 2028-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.